Event description:
It was reported that the posey sitter select alarm had no alarm tone. No patient injury reported.

Manufacturer narrative:
Evaluation results: (other) - inspection of the alarm shows that the magnet plate is damaged and does not produce a tone, which could cause the unit to intermittently sound to the caregiver.